Manufacturer narrative:
Production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified that the upper display was displaying gibberish on the screen. To fix the issue, the fse replaced the upper lcd display and the display labels. The iabp was put to run and passed all performance and function tests, after which it was released to the customer cleared for clinical use.

Event description:
Customer reported that the display of the intra-aortic balloon pump (iabp) was damaged. There was no patient involvement and no adverse event was reported.